Manufacturer narrative:
A ge service representative performed an on site investigation. This system is at end of life device. The faulty ccu module could not be ordered. No conclusion can be drawn. However, no report of patient injury.

Event description:
The customer reported the image on the device failed to rotate. Also, the save function was inoperable following an exposure. No report of patient injury.